Manufacturer narrative:
The customer stated that the lab method used for comparison was stago neoplastine. The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory results. The result from the meter was 6.0 inr and the laboratory result was 4.0 inr. On (B)(6) 2018 at 09:30 am the result from the meter was 6.0 inr. On (B)(6) 2018 at 11:01 am the laboratory result was 4.4 inr. There was no allegation of an adverse event. The laboratory results were believed to be correct. The customer's condition was "fine". The customer was not anemic, no antiphospholipid antibodies, and no lupus. The customer has had no changes in warfarin dose, diet, health, or other medications. The customer's therapeutic range was 3.0 - 4.0 inr. The suspect device was requested to be returned for investigation. Retention test strips (lot 345213) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with the specification.